Event description:
It was reported that during a lap hemicolectomy procedure, the device stopped working. The staff followed troubleshooting steps. But they could not fix the problem, so they opened a new device. The 2nd device worked fine. However, at the end of the case, the staff realized that the active blade on the first blade had broken off. The staff could not find the broken part of the active blade. It could potentially be inside the patient. The patient was x-rayed and the broken blade did not show up on the x-ray. Therefore, the patient was not taken back to the operating theatre. There were no adverse consequences for the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.